Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in an inappropriate shock to the patient. The patient was evaluated in the emergency room and noise was able to be reproduced with left arm above their head. The noise was marked as ventricular fibrillation (vf). All other testing was normal and impedances remained stable. Pocket maniuplation did not produce noise. Boston scientific technical services (ts) discussed evidence is suggestive of a lead issue and recommended a revision procedure. Subsequently, the patient underwent a revision procedure and the rate/sense portion of this lead was surgically capped. A new rate/sense lead was placed into the rv. No additional adverse patient effects were reported. The shocking portion of this lead remains in-service.